Event description:
It was reported that the wake button was not working. Blood glucose levels remained between 54-500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Technical support instructed the customer to troubleshoot by pressing the button multiple times. The button began to respond to the presses. The customer continued using the pump for insulin therapy.